Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer observed arcing between the maryland bipolar forceps (mbf) instrument and a scissor instrument when they were close to each other. The mbf instrument was removed and was not used for the remainder of the procedure. Upon inspection of the instrument, the user observed a small char in the insulation near the jaws. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the mbf instrument was inspected prior to use and nothing out of the ordinary was noted. The user was cauterizing a tissue using a monopolar curved scissors instrument when the event occurred. Monopolar energy was activated when the arcing event occurred. The reporter confirmed that the mbf instrument was connected properly. An erbe generator was used during the procedure, and both cut and coagulation setting values were at 4. A prograsp forceps instrument was also used when the arcing occurred. The mbf's tips did not collide with the other instruments or tools. The reporter confirmed that the instrument was not in contact with the tissue when the arcing occurred. The instrument tip(s) did not touch any staples, clips, or sutures while energized. The mbf's jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and was found to have charring and localized melting on the bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.